Event description:
It was reported that the caster bolt on a powered wheelchair broke off while going up a ramp and the user fell out of the chair and hit his head. The severity of the head injury is unknown. Additional information was requested, but is not available at this time.